Event description:
The customer stated that she experienced low blood glucose levels last night, and her sensor did not give her an alarm. The customer reported blood glucose levels as low as 30 mg/dl, with a sensor reading of 100 mg/dl. The paramedics were called to her home, but the customer was not hospitalized. Advised the customer on proper calibration, as she was only calibrating twice a day. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.